Event description:
Pt presented to ER by advanced life support unit who was called because his internal defibrillator fired several times. Upon arrival in ER device hd fired 17 times. Original implant date was 10/7/1996. Pt was admitted to intensive care unit. Upon evaluation internal defibrillator seemed to be misfiring and sensing a lot of movement disorders. The defibrillator interrogator was called in and turned off device. Pt was fully paced & resting. A new "pcp" implant was done on 7/7/1998 & old devices were replaced.